Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on or about (B)(6) 2009. Approximately 14 years and 5 months later, the patient underwent two computerized tomography scans ("CT scan") of the abdomen, which showed multiple strut perforations with one strut perforating the duodenum, as well as a fractured strut. The patient underwent another CT scan of the abdomen 5 days later, which showed multiple struts perforating the ivc with one strut into the duodenum. The patient underwent a laparotomy ivc filter retrieval 10 days later and had the duodenum repaired. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Section h3: not returned to manufacturer. Investigation: more than fourteen years after placement of a tulip filter multiple perforations with one filter leg perforating the duodenum as well as a fractured filter leg were noted. Fifteen days later the filter was retrieved and the duodenum was repaired. The following allegations have been investigated: fracture and perforation. Assessment will be performed on fracture, as it is considered as the most severe allegation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulation near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Catalog number and lot number are unknown, however, the alleged tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.